Event description:
It was reported that the tip of the drill pin broke off during drilling of the patient's knee. The surgeon decided to re-open the patient's knee to search for the tip but could not locate it. No further patient information is available from the customer, and no additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
Device evaluation revealed the drill pin was severely damaged and deformed. The tip of the pin has broken off, the knurl has worn out and there are abrasion marks throughout the pin. This device is supplied in a kit as a single use device. A review of the device history record could not be performed because the lot number was not provided. This is the first complaint reported for this part number. From the condition of the device, the complainant's event has been attributed to misuse.